Event description:
It was reported the device was explanted due to loss of pacing. Additional information reported the device was removed and replaced "because of less than 4 years duration of life." No patient complications were reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device revealed normal battery depletion.